Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin at work, disconnecting from the ilet pump, administering a subcutaneous insulin pen injection, and reconnecting a few hours later, with subsequent capillary blood glucose measured at 395 mg/dl and a downward trend observed; the user reported using an inset infusion set (23 inch, 6 mm). Symptoms included hyperglycemia without reported dizziness, loss of consciousness, diabetic ketoacidosis, or other acute symptoms, and no ketones were detected. Outcomes included self-management with manual injection, monitoring at home, and no professional medical intervention or hospitalization. Investigation included complaint intake, user interview, and troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the event attributed to cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.